Event description:
It was reported, the video system center along with the videoscope prevented images from appearing. The issue occurred during diagnostic cystoscopy procedure. It reported there was a delay of about 5 minutes. The procedure was completed using a similar device. While checking with the customer information center (cic), the information was that the power had been turned off. Cic staff confirmed over the phone that both devices would be powered on, but when the power came back on, it turned out that the power was on both during and after the inspection and that it is highly likely that the monitor was not turned on, rather than the power being turned off. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned, and the events: phenomenon 1: device replacement during procedure and there was a delay of about 5 minutes, and phenomenon 2: no image, were not confirmed. The root cause could not be identified. Facts suggesting that it was caused by misuse was not confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.